Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe soloshot mini 0.5ml 23x1 plunger was difficult to move. This occurred on 3 occasions. The following information was provided by the initial reporter: received complaint from the pharmacy of the hospital that some soloshot syringes were stuck while in use to inject covid-19 vaccines. He was very sure that the syringes were used properly and auto-disable feature was not activated before the injection. He also complained that the injection was felt more painful than the use of other syringes.

Event description:
It was reported that syringe soloshot mini 0.5ml 23x1 plunger was difficult to move. This occurred on 3 occasions.the following information was provided by the initial reporter: received complaint from the pharmacy of the hospital that some soloshot syringes were stuck while in use to inject covid-19 vaccines. He was very sure that the syringes were used properly and auto-disable feature was not activated before the injection. He also complained that the injection was felt more painful than the use of other syringes.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1712401. The review revealed that this lot was manufactured according to the approved manufacturing procedures and specifications, with no non-conformances at the time of production. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Activation testing was performed with the retained samples to measure the force needed to slide the plunger. Penetration testing was also performed to check the conditions of the cannula point. All of the results from the tests were within specifications with no defects noted. Based on the investigation results, an exact cause related to the manufacturing facility could not be determined. H3 other text : see h.10.